Event description:
During surgery, the ab representative was unable to establish communication with the implant. Several attempts were made without success. The following day, communication with the implant was still unsuccessful. In 2004, the patient was seen for device evaluation. Communication was still unsuccessful. Revision surgery is scheduled for the following month.